Event description:
Complainant alleged that during functional testing, the device inappropriately shut down. Complainant did not indicated that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical canada evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. The device's interconnect board flex cable and connector interlock were replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.